Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported a loss or change of therapy as of the early part of 2015. It was stated that they are doing alright doing the day, however at night/bedtime they have to get up every hour to go to the bathroom and are not getting any sleep as a result. The patient confirmed that they feel stimulation sensation sometimes, but that it is also intermittently painful/uncomfortable for them as of maybe a few weeks prior to date notified. The healthcare provider (hcp) was notified on sep-26 who directed them to talk to a manufacturer representative (rep). Once the patient spoke with a rep they were given information on how to change programs with adjustments made, and noted that they are going to try it for at least a week and that there are two other programs available to try if they need. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.